Event description:
It was initially reported that the patient's generator was explanted due to end-of-service (eos). Patient's explanted generator was returned to manufacturer for product analysis. Analysis was completed on the returned generator and during testing, one of the transistors was found to exhibit out-of-limit leakage current. The out-of-limit pulsing currents could potentially be a contributing factor to the eos. However, battery life calculation showed that the end-of-service was an expected event. No other anomaly was found with the returned generator.